Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that probe could not be pulled out from the trocar during a procedure. The doctor attempted to pull out the probe while pressing the trocar with forceps with no success. The probe had to be bent and pulled out of the trocar. The trocar was reinserted into the eye and probe replaced to complete the procedure. There was no patient harm. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
Additional information provided. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. One opened trocar cannula/hub assembly was received in a tray, along with a probe. The cannula sample was visually inspected and was found to be conforming. The sample was then dimensionally inspected for cannula inner diameter and was found conforming. The sample was also functionally tested for fit with the returned probe sample and was found conforming. The product photos show the probe needle through the trocar cannula, but cannot confirm a product fit problem, or that the trocar was the cause of the reported fit issue. The probe sample was visually inspected and found non-conforming with the probe needle broken at the port. Functional test could not be performed due to the broken needle. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The complaint evaluation was unable to verify whether or not the returned probe would have functionally fit through a trocar, however the damage seen to the tip during evaluation would have made it difficult for the probe to enter into a trocar. The exact root cause for the broken tip cannot be determined from this evaluation. The most likely contributing factor to the broken tip is excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced a use much greater than this typical timeframe. The cannula sample was found to be conforming, therefore a product fit issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the trocar was manufactured to specifications. An investigation has been completed to evaluate the cause of probe tip breakage at the port. The investigation determined a possible contributing factor of excessive wear/usage time of the probe during surgery. A manufacturing related root cause could not be determined. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during the manufacturing process. Any non-conformances found are removed from the lot and scrapped. Complaints will be continued to be reviewed and closely monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).